Manufacturer narrative:
As per the perceval IFU, stroke is a known potential adverse events associated with cardiac valve replacement with a bioprosthesis. As reported in the scientific literature "stroke is a devastating complication that may occur early or late after operation in patients with prosthetic heart valves and result from embolism, intracranial hemorrhage, or both although intracranial hemorrhage is a relatively rare event except in elderly anticoagulated patients, an embolic stroke may occur in virtually any patient and with any type of valve prosthesis. Risk factors for stroke in the general population include advanced age, atrial fibrillation, coronary artery disease, congestive heart failure, mitral annular calcification, hypertension, diabetes, and smoking. In patients with prosthetic heart valves, these and other patient-related characteristics could interplay with the design of the prosthesis, the site of implantation, and the adequateness of anticoagulation." Ruel, marc, et al. "Late incidence and determinants of stroke after aortic and mitral valve replacement." The annals of thoracic surgery 78.1 (2004): 77-83. Device not returned to manufacturer.

Event description:
The following event was reported to the manufacturer through the (B)(6) clinical registry: a perceval size 21 mm was implanted on (B)(6) 2014 via mini-thoracotomy. Post-dilatation ballooning was done. On (B)(6) 2017, the patient exhibited a stroke. This was reported by the site as unknown for device relation.